Manufacturer narrative:
The erroneous result was not reported outside the laboratory. Additional data was requested for the investigation but not provided. Sample probe contamination is the typical cause for discrepant low results on this analyzer. The typical root cause for a contaminated sample probe is preanalytics. Insoluble material, such as fibrin, gel, or oil coat the probe and affect dispensing of sample into the cuvette.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of a questionable result when testing a patient's sample for ethanol on a cobas c502 analyzer. The customer did not provide specific data. They alleged the initial ethanol was "zero," and the repeat result was an "increased value." They also stated a breath measurement resulted as > 1 per mille. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but not provided. The customer stated that after the sample needle and cuvettes were exchanged, no more errors occurred.